Manufacturer narrative:
The complaint is currently under investigation.

Event description:
Draeger medical systems, inc. Has received information from a customer that our infinity central station display, including waveforms on the main screen became frozen and remained frozen for an unk length of time. The hospital biomed tried to telnet into the device, but was unsuccessful, a manual reset was performed on the infinity central station using the power switch on the front of the unit. After rebooting, the infinity central station functioned normally. No patient injury was reported.